Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 6 patient samples on a cobas 6000 c501 module. Refer to the medwatch with mfg report number 1823260-2023-02778 for additional patient samples that were also affected in this event. For sample 1, the initial na result was 149 mmol/l. The sample was repeated in another laboratory and the result was 142 mmol/l. For sample 2, the initial na result was 147 mmol/l. The sample was repeated in another laboratory and the result was 128 mmol/l. For sample 3, the initial na result was 148 mmol/l. The sample was repeated in another laboratory and the result was 140 mmol/l. For sample 4, the initial na result was 145 mmol/l. The sample was repeated in another laboratory and the result was 137 mmol/l. For sample 5, the initial na result was 152 mmol/l. The sample was repeated in another laboratory and the result was 140 mmol/l. For sample 6, the initial na result was 147 mmol/l. The sample was repeated in another laboratory and the result was 137 mmol/l.

Manufacturer narrative:
The electrode lot number is j94. The expiration date was not provided. The field service engineer (fse) found a hole in the drain tube of the rinse station and replaced it. The fse performed mechanical and cell blank checks successfully. The service maintenance actions performed by the fse resolved the issue.